Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from USA reporter stated that during a tympanoplasty surgery, the diamond cutting bur came apart "with debris going into the sight." The hospital was able to retrieve the debris. Reportedly the burr was discarded. It is known that no patient/user injury or medical intervention had occurred. There was no additional information provided.